Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Per the healthtrust customer notification ¿the PICC was leaking from the device hub."